Event description:
Procedure type: bowel resection. According to the reporter: the device was fired to perform the anastomosis, but the distal staples did not form. The entire staple line was reinforced using a suture. The procedure was delayed 30 mins. Some bleeding occurred, but it was not known how much.